Manufacturer narrative:
Date rec¿d by MFR: 13dec2019. The manufacturer¿s international service technician confirmed the reported defective power supply and power management board issue. The manufacturer¿s international service technician replaced the power supply, power management board, and motor controller cable to address the reported problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was returned to the manufacturer for failure investigation (fi). It was determined that the customer complaint of ¿defective power supply¿ was verified. Root cause was failure of component fb18. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported a defective power supply and power management board. There was no patient involvement.